Event description:
It was reported that the asymptomatic patient presented to the operating room for a routine device changeout. Externalized conductors were observed. No electrical anomalies were detected. The svc coil was shut off and dfts were successful. The patients condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.